Manufacturer narrative:
Comparing patient characteristics and outcomes among those treated with ekos endovascular system vs. Catheter-directed thrombolysis: a rwd analysis using truveta.

Event description:
The following is a summary of aggregate data using the truveta data model (tdm) to compare outcomes in patients with pulmonary embolism (pe) treatment with the ekos endovascular system (ekos) to those treated with catheter-directed thrombolysis (cdt). A total of 1248 patients who underwent a procedure using an ekos or cdt device were included in the study. Only patients diagnosed with a pe 30 days before the ekos or cdt procedure date or up to 1 day after were included in the analysis. The data utilized for the analysis was limited to patients who underwent either an ekos or cdt device procedure between (B)(6) 2014 through early (B)(6) 2024, including those with the minimum required 30-day follow-up. The following is a summary of those results: inpatient mortality within 7 days post-procedure: 47 ekos patients. The following is a summary of aggregate data using the truveta data model (tdm) to compare outcomes in patients with pulmonary embolism (pe) treatment with the ekos endovascular system (ekos) to those treated with the flowtriever system (flowtriever). A total of 710 patients who underwent a procedure using an ekos device were included in the study. Only patients diagnosed with a pe 30 days before the ekos or flowtriever procedure date or up to 1 day after were included in the analysis. The data utilized for the analysis was limited to patients who underwent either an ekos or flowtriever device procedure between (B)(6) 2021 through early (B)(6) 2024, including those with the minimum required 30-day follow-up. The following is a summary of those results: inpatient mortality within 7 days post-procedure: 19 ekos patients.